Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
A patient reported that they are bleeding in their aligner but not sure where the blood is coming from. The patient stated that there is a little bit of a sharp edge on the top aligner #10 but haven't seen any blood since they moved on to step 11.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803.